Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a f/u report will be submitted.

Event description:
The customer initially reported that the device jaws locked, but the tissue was thin enough that the device could easily be removed from tissue. There was no bleeding and no pt injury. The incident device was returned and approx 1.5mm of the knife blade was found to be missing. The surgeon has been notified of the issue, but no further information has been made available by the site.